Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose and her most current blood glucose was 446 mg/dl. Customer stated that she was treating with the pump. Customer stated that when her blood glucose runs high, she feels like she is having a heart attack. Customer stated that they have contacted their health care provider for their high blood glucose but they do not have a back-up plan. Customer stated that her health care provider keeps adjusting the pump settings and her blood glucose goes high and low. Customer had a low reservoir warning even though she had 21.4 units left. Customer was able to clear the alarm on her own. Customer stated that the basal rates are correct. Customer's blood glucose was now 346 mg/dl. Customer did not have a tubing clamp. Customer was advised to a complete set change. Customer called back after receiving the tubing clamp. Troubleshooting was performed and customer was advised that the pump was working as designed.